Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was inserted into an eye, the surgeon noted a small mark on the periphery of the lens. There was not any harm to the patient. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided of the lens in the eye. The lens is a single piece lens. Observed rings indicates it is the complaint lens model. There is a very small mark at the edge of the optic that appears to be small crack or split. Based on our observation of the attached photo, there is a very small mark at the edge of the optic that appears to be small crack or split. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).